Event description:
It was reported that cartridge alarm occurred on pump, and issue did not happen during cartridge loading process or previously with same pump. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to load new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved with no further information reported.